Event description:
Left marked bleed/incipient rupture. A 32 yr old black g1p1 female status post bilateral subcuteaneous mastectomies for asymptomatic febrocystic disease (no prior biopsies or family history of cancer) w/immediate reconstruction w/surgitek rt 485cc, lt 190cc. No decrease in size on trauma, out complains of pain right greater than left and systemic problems including: arthralgias, myalgias, paresthesias, fatigue, adenopathy, sweats, neurocognitive problems, dry mouth, hair loss, rashes, and gastrointestinal/genitourinary problems! Otherwise healthy except "ibrm". Pt had history of right closed capsulotomies. She had surgery 10-21-94 w/marked bleed, moderate yellowing/cloudyness found on left, weight 150 gms. Capsule moderate, contracted w/moderate histocytes.